Event description:
It was reported a patient underwent a vaginal birth on (B)(6) 2025 and suture was used. Post-op.at 00:38, and the perineum was sutured. After 26 days, the patient felt discomfort in the perineum area and came to the hospital for examination. It was found that the suture was not absorbed. The suture was removed and the patient was informed of the precautions. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: after investigation, the patient was a 29-year-old female who underwent episiotomy suture on (B)(6) 2024. The operator used vcp345h to perform the perineal suturing in the way of interrupted suturing, and the intraoperative suturing was operated smoothly. On (B)(6) 2025, the patient returned to the hospital for reexamination due to perineal wound pain and discomfort. The doctor found that the suture was not absorbed at the suturing site during examination and removed the suture and performed routine disinfection. The patient's incision healing condition was improved subsequently. No subsequent adverse event report was received.